Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the transmitter only lasted for two weeks. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event that the transmitter lasted two weeks could not be confirmed via data. A root cause could not be determined.